Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v435227, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-mar-2014, UDI#: (B)(4). This event was also reported under manufacturer report #3004209178-2020-03479. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Patient's lead was impeded on all electrodes suddenly. The rep noted the lead was impeded on two electrodes in november during battery replacement and impedance occurred on the other two electrodes after battery replacement. The rep noted there was nothing to report with respect to the environmental/external/patient factors that may have led or contributed to the issue. As a result of what was reported, the impeded lead was explanted and a new lead was implanted. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead with lot no: v435227 revealed that the conductor 0 ,2 and 3 were broken at approximately 4.5cm from the distal end. If information is provided in the future, a supplemental report will be issued.